Event description:
As reported via legal department a male patient had a left knee replacement on (B)(6) 2016. Approximately 7 years and 1 month after the initial procedure the patient had a left knee revision on (B)(6) 2023 due to effusion and pain. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 postoperative diagnosis: left knee failed total knee replacement, left knee synovitis secondary to polyethylene wear, left knee minor osteolysis. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. There was noted to be some wear of the liner. There was no evidence of infection grossly although multiple specimens were sent to pathology. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.